Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no pt involvement in the reported malfunction.

Event description:
It was reported that during a gastric bypass procedure, the blade was broken. No piece fell into the patient. The surgeon opened a second device to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.510(k) # is k062195.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging an error 2 message on her one touch ultra meter. The patient mentioned that the reported issue began at 10:30pm on (B)(6) 2010. The patient mentioned immediately after the alleged issue began, she felt sweaty, dizzy and was hungry. The patient then self-treated with food/drink and did not seek any further medical attention or contact their physician for assistance. The patient was not tested on another device. The technique of applying blood on the test strip was correct. The patient was using the correct vial of test strips. Patient denied any misuse of the product. The alleged issue was resolved via troubleshooting. The meter was replaced. The complaint is being reported since the patient alleged that due to the error 2 message, she developed symptoms suggestive of hypoglycemia and had to self-treat with food/drink.